Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed messages that indicate the device does not recognize a valid impedance. These types of messages are intended to alert the user that a patient impedance is not recognized and not necessarily indicative of a device malfunction. This could not be firmly established as the one step pacing cable and the electrode pads were not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.